Event description:
New information received indicated that the right ventricular lead was replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead that resulted in delivery of inappropriate shocks. Lead revision is planned.